Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during a routine angiogram, a fractured tine was noted on the leadless implantable pulse generator (ipg). The ipg remains in use and working within normal limits. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.